Event description:
It was reported that the right ventricular (rv) lead has sensing integrity counter (sic) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.